Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a poly swap. The original case/primary knee was done at the va-helena but the date was unknown. The surgeon removed the poly and replaced with a stab plus due to knee laxity over time. The size 5 stab plus 20mm thick insert was removed and a size 5 25mm stab plus poly was replaced. No other info is known at this time. There was no loosening and no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.